Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 / connector won't latch) was confirmed. As received, the latches on the trunk cable connector were broken, creating an insecure connection between the belt and the monitor. The cause of the code 204 is the broken latches. The root cause of the broken latches is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and that the electrode belt would not stay connected to the monitor.